Manufacturer narrative:
Findings: pump passed operating current, unexpected restart test, displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery test due to alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer treated high blood glucose by bolus. The customer was advised to run 5 units fixed prime and pump passed test. The customer was not satisfied with result and would like pump replaced.